Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode trial lead kit, 60cm length, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000142524.

Event description:
It was reported that the patient experienced positional headaches due to a potential cerebrospinal fluid leak. As a result, a blood patch was performed to address the issue. It is unknown which lead caused the csf leak. The patient's symptoms have since been resolved.